Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly and e/a alarm due to buttons not responding. Device received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer's blood glucose was unknown. The buttons were harder to press and multiple times for insulin pump responded, changing batteries more frequently than used to, has received error before but doesn't remember exact error code, crack in reservoir compartment. The troubleshooting was not mentioned. The product will be returned for analysis.